Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on 07-jun-2023. The most recent information was received on 24-jun-2023. This spontaneous case was originally reported by a consumer and describes the occurrence of vaginal haemorrhage ("haemorrhagic vaginal bleeding 3 weeks out of 4") in a 40 year-old female patient who had essure inserted (lot no. B44008). Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2014, 335 days after essure insertion, she experienced vaginal haemorrhage (seriousness criteria medically important and intervention required), abnormal loss of weight ("huge physical loss"), fatigue ("fatigue"), endometriosis ("endometriosis"), sleep disorder ("sleep disorder"), renal pain ("kidney pain"), pelvic pain ("pelvic pain"), pudendal canal syndrome ("pudendal nerve"), thyroid disorder ("thyroid disorder"), myalgia ("muscle pain"), migraine ("migraine (in the middle of the night)"), headache ("headaches"), blindness ("loss of vision"), dry eye ("dry eyes"), breast swelling ("swollen breast"), breast discomfort ("tense breast"), arrhythmia ("heart rhythm disorder in the middle of the night"), oedema peripheral ("oedema (legs, feet, hands)"), abdominal distension ("bloated abdomen"), constipation ("constipation"), diarrhoea ("diarrhoea"), vestibular disorder ("vestibular disorders"), amnesia ("memory loss"), disturbance in attention ("concentration loss"), limb discomfort ("heavy legs"), fibromyalgia ("fibromyalgia"), gingival disorder ("gum problems"), alopecia ("hair loss"), dry skin ("dry skin"), psoriasis ("psoriasis"), arthralgia ("joint pain (shoulders, achilles¿ tendon, knees)"), neck pain ("cervical pain"), gait disturbance ("difficulty walking for a long time"), dysgraphia ("difficulty in writing"), loss of personal independence in daily activities ("difficulty holding a phone"), anxiety ("anxiety"), autoimmune thyroiditis ("my autoimmune disease (hashimoto hypo-thyroiditis)"), dizziness ("dizziness") and ear pruritus ("ear itching") and was found to have weight increased ("weight gain"). Essure was removed on (B)(6) 2017. The patient was treated with surgery (extended hysterectomy by laparoscopy and vaginally). At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to vaginal haemorrhage, abnormal loss of weight, fatigue, endometriosis, sleep disorder, renal pain, pelvic pain, pudendal canal syndrome, thyroid disorder, weight increased, myalgia, migraine, headache, blindness, dry eye, breast swelling, breast discomfort, arrhythmia, oedema peripheral, abdominal distension, constipation, diarrhoea, vestibular disorder, amnesia, disturbance in attention, limb discomfort, fibromyalgia, gingival disorder, alopecia, dry skin, psoriasis, arthralgia, neck pain, gait disturbance, dysgraphia, loss of personal independence in daily activities, anxiety, autoimmune thyroiditis, dizziness or ear pruritus. The reporter commented: the reporter reported worsening of stress. Most of the disorders are always present and/or definitive, loss of energy. She is 48 years old, but in the body of an 80-year old. Fatigue, physical pain, memory and concentration. All these concerns caused her inability to work and her handicap for her professional reclassification. Batch no b44008, production date 2013-06-21 expiration date 2016-06-30. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 24-jun-2023: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
The below report was received by health authority ansm (reference number: (B)(4)) on 07-jun-2023. This spontaneous case was originally reported by a consumer and describes the occurrence of vaginal haemorrhage ("haemorrhagic vaginal bleeding 3 weeks out of 4") in a 40 year-old female patient who had essure inserted (lot no. B44008). Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6)2013, the patient had essure inserted. On (B)(6)2014, 335 days after essure insertion, she experienced vaginal haemorrhage (seriousness criteria medically important and intervention required), abnormal loss of weight ("huge physical loss"), fatigue ("fatigue"), endometriosis ("endometriosis"), sleep disorder ("sleep disorder"), renal pain ("kidney pain"), pelvic pain ("pelvic pain"), pudendal canal syndrome ("pudendal nerve"), thyroid disorder ("thyroid disorder"), myalgia ("muscle pain"), migraine ("migraine (in the middle of the night)"), headache ("headaches"), blindness ("loss of vision"), dry eye ("dry eyes"), breast swelling ("swollen breast"), breast discomfort ("tense breast"), arrhythmia ("heart rhythm disorder in the middle of the night"), oedema peripheral ("oedema (legs, feet, hands)"), abdominal distension ("bloated abdomen"), constipation ("constipation"), diarrhoea ("diarrhoea"), vestibular disorder ("vestibular disorders"), amnesia ("memory loss"), disturbance in attention ("concentration loss"), limb discomfort ("heavy legs"), fibromyalgia ("fibromyalgia"), gingival disorder ("gum problems"), alopecia ("hair loss"), dry skin ("dry skin"), psoriasis ("psoriasis"), arthralgia ("joint pain (shoulders, achilles¿ tendon, knees)"), neck pain ("cervical pain"), gait disturbance ("difficulty walking for a long time"), dysgraphia ("difficulty in writing"), loss of personal independence in daily activities ("difficulty holding a phone"), anxiety ("anxiety"), autoimmune thyroiditis ("my autoimmune disease (hashimoto hypo-thyroiditis)"), dizziness ("dizziness") and ear pruritus ("ear itching") and was found to have weight increased ("weight gain"). Essure was removed on (B)(6)2017. The patient was treated with surgery (extended hysterectomy by laparoscopy and vaginally). At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to vaginal haemorrhage, abnormal loss of weight, fatigue, endometriosis, sleep disorder, renal pain, pelvic pain, pudendal canal syndrome, thyroid disorder, weight increased, myalgia, migraine, headache, blindness, dry eye, breast swelling, breast discomfort, arrhythmia, oedema peripheral, abdominal distension, constipation, diarrhoea, vestibular disorder, amnesia, disturbance in attention, limb discomfort, fibromyalgia, gingival disorder, alopecia, dry skin, psoriasis, arthralgia, neck pain, gait disturbance, dysgraphia, loss of personal independence in daily activities, anxiety, autoimmune thyroiditis, dizziness or ear pruritus. The reporter commented: the reporter reported worsening of stress. Most of the disorders are always present and/or definitive, loss of energy. She is 48 years old, but in the body of an 80-yearold. Fatigue, physical pain, memory and concentration¿ all these concerns caused her inability to work and her handicap for her professional reclassification. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.